Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/02/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing lateral crepitus and patellar tracking issues which were felt to be due to the development of a fibrous nodule about the suprapatellar space. At this time the patient's femoral component is being added to the complaint. The complaint was updated on: 03/29/2016.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain and swelling.

Manufacturer narrative:
No device associated with this report was received for examination. Two undated x-ray images (photographs of a video display) were available for review. Both x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Patient medical records were reviewed and from a medical perspective, based on the information available, it is unlikely that the complaint is product related. The patient is reported to be overweight; among other conditions, it is known that excessive patient weight tends to adversely affect the overall success of replacement implants. The patient had a hypertrophic spur about the patella. It is not known to what extent, if any, these issues may have contributed to the patient problems reported. It is also not known to what extent, if any, component positioning may have contributed to the patient problems reported. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.